Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had a set of infusion pumps where the primary bag had finished but the secondary bag did not automatically start at 11 am. The infusion was ateplase with an intended infusion rate of 61.9 ml/hr with a volume to be infused of 61.9 ml. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the customer had a set of infusion pumps where the primary bag had finished but the secondary bag did not automatically start at 11 am. The infusion was ateplase with an intended infusion rate of 61.9 ml/hr with a volume to be infused of 61.9 ml. There was patient involvement, but no harm.